Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and reflex sympathetic dystrophy (rsd)/causalgia-complex regional pain syndrome. The pump contained clonidine, an unknown brand of baclofen, and dilaudid all at unknown concentrations and doses. It was reported within 4-5 days after implant on (B)(6) 2007, the patient stated she still had the staples inside and developed an I nfection in the pump pocket area, and they had to go back and address it. Infections symptoms included redness and swelling. There was a ¿gooshy¿ feeling where the pump pocket was at. The patient stated she wasn¿t sure about if she had a fever because the patient was transported from rehab back to the hospital. The infection was confirmed. The patient stated she was pretty sure they did a culture when they opened her back up for surgery to go in and clean the whole area out. The patient stated she was reopened via surgery to clean out the area, and when the patient was discharged, she went home with a peripherally inserted central catheter (PICC) line for continued intravenous (IV) antibiotics treatment. The patient stated the infection was resolved, and the patient was able to keep the pump. No further patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a business partner on (B)(6) 2017 reported it was learned that additional medical history included chronic neuropathic pain in both legs with an unknown date of onset. The patient¿s weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.